Event description:
An overseas facility reported that a comatose patient alledgedly fell from the CT scanner patient couch during a head examination. The patient suffered from a broken rib as the result of the fall.